Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly would have intermittent power issue. There was evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump booted with vibration notifications and a blank screen. The pump was opened and the master processor clock circuit was found to be damaged by internal moisture. Corrosion was removed and the circuit was repaired and the pump history was able to be downloaded for review. The download history showed that the pump was delivering normally until a call service 054-000 alarm occurred on (B)(6) 2012. The history showed that the pump was not resumed after the alarm. No further performance testing could be completed due to the internal moisture damage.